Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of off no power from the insulin pump. The customer's blood glucose reading was 17.3 mmol/l. Customer stated that the battery cap was not loose, cracked or damaged. Customer will return the pump for analysis.

Manufacturer narrative:
The pump was received with currents within specification. No unexpected off no power without low battery alarm was noted. The pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.